Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was more than 700 mg/dl. Elevated bg was addressed by a correction bolus via the pump. Customer went to the emergency room and was ultimately admitted to the intensive care unit (ICU) for the elevated bg. Customer had their bg monitored and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2025. Customer reverted to an alternate method of insulin therapy.